Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had intermittent power. The reporter claimed there was moisture ingress in the battery compartment and that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: the black box showed evidence of unexplained pump reboot events. The battery compartment and returned battery cap were undamaged. The cap was able to fit securely and be fastened then unscrewed ½ turn with no reboots occurring. There was moisture corrosion observed in the battery compartment and on the battery cap, but the leak test passed. ¿ez-prime¿ steps were performed correctly with no power interruption or any errors, alarms or warnings during the investigation. The pump¿s cover was removed and there was further moisture ingress found internally.

Manufacturer narrative:
Correction to serial #.